Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor, lcd board and interface board also. The insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that their insulin pump was exposed to moisture. The customer¿s blood glucose level was 198 mg/dl. The customer's mother stated that he had gotten in the pool with the pump and there was water visible in the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis